Manufacturer narrative:
Concomitant medical product: 407652, lead, implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible t-wave oversensing (twos) on stored egms (electrograms) for non-sustained ventricular tachycardia on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.